Event description:
Additional information was received from the rep. It was reported that x-rays were taken by the medical doctor and looked to be in good alignment. Impedance test was done and found to be within normal limits. Reprogramming was performed. The cause of the lack of pain relief and stimulation in the stomach remained unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2017. Product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was getting stomach stimulation and no pain relief from their system. The manufacturer representative attempted to program the patient with evolve settings but it provided no benefit for their pain relief. It was noted that the issue occurred on the date of this report. No environmental or external factors were reported that may have led or contributed to the issue. Impedances were checked and the patient was scheduled again for reprogramming on (B)(6) 2016. The issue was not yet resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.